Event description:
Procedure type: hernia. According to the reporter: the pt had laparoscopic repair of incarcerated hernias x 2 and resection of a portion of strangulated omentum, in 2007 in which a 20cm c 30cm piece of mesh was placed. The pt was having surgery early 2012 to repair the same ventral hernias when the surgeon observed holes in the mesh, stating the holes were a result of a defect in the mesh and that polyester weakens over time. It was for the reason the surgeon opted not to use mesh during the surgery and instead used c-que mesh.

Manufacturer narrative:
(B)(4).